Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the patient reported that the fall on (B)(6) 2015 was not related to the device or therapy. A change to device programming was the circumstance that led to the loss of therapy and lead damage. Steps taken to resolve the issue included multiple visits to the urology office. The issue had not been resolved but was scheduled for (B)(6). It was later noted that the device was explanted and returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported she experienced lack of efficacy which started in (B)(6). She also had therapy issues in (B)(6). The patient's health care professional (hcp) left the practice and there was only one physician's assistant left that could help with programming, who the patient could not reach. The patient fell on (B)(6), but she noted the lack of efficacy had started before then. In (B)(6) she was feeling stimulation. She changed from program 4 to program 1 at 3.3. The patient was not sure if she had gone through all of the programs since the implant. This was considered a gradual change in therapy/symptoms. In (B)(6) the patient reported her current programs needed to be changed as it was not working. She had been waking up every 2 hours to eliminate at night. Sometime in (B)(6) the patient's device was checked and it was determined it was not working and her lead was damaged. The patient was going to schedule a revision when she returned from vacation and they were going to replace the implantable neurostimulator (ins) as well. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine if the patient's fall was related to her device or therapy, the circumstances that led to her loss of therapy and lead damage, actions taken to resolve the issue, and outcome. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the tined lead va0b9rk revealed there was no significant anomaly, lead body cut through product segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.